Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that catheter resistance occurred in the distal section. There was no damage observed to the pipeline pushwire or catheter. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter was moved during deployment.

Manufacturer narrative:
H3: product analysis of ped2-400-16, lotno:b601894 ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was returned within the phenome27 catheter. ¿ damage location details: the pipeline flex shield pushwire was returned extending out from catheter hub. In addition, the partial distal braid, sleeves and tip coil deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and slightly damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pushwire pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were not confirmed to have resistance positioning problem as no defect was found with returned pushwire and catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227203465); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent could not be retrieved and positioning was not ideal.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 5mm and a 3mm neck diameter. The landing zone was 3.9mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed retention of blood in the aneurysm. It was reported that after the tip end of the stent was released, the position was not ideal. It was planned to retrieve it and release it again, but it got stuck after retrieving the tip end of the stent and could not be retrieved. The entire stent was removed, replaced with a new stent and catheter, and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.